Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at 440 ohms through (B)(4) 2014, max weekly impedance rises abruptly (from baseline to greater than 1200 ohms) starting (B)(4) 2014.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there high impedance and possible fracture on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.